Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue, serious injury - defective alarm was not determined. The reported issue that there was an pump issue, serious injury - defective alarm could not be confirmed; since the device was not returned for evaluation and no other evidences were provided. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving low blood pressure/hypotension, unexpected medical intervention, failure to infuse, defective alarm, device not returned, no findings available, cause not established.